Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery.